Event description:
It was reported to boston scientific corporation that an advantage fit system tension free vaginal tape placement and cystoscopy procedures performed on (B)(6) 2013 to treat a patient with stress urinary incontinence. The patient had a mild apical cystocele, otherwise normal uterus, tubes and ovaries. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md. (B)(6) hospital medical center (B)(6) USA. (B)(4).